Manufacturer narrative:
The device was returned for evaluation. One screw was not final tightened with a counter torque. In addition, the final construct was tightened to 10mm. The observed failure is due to user technique.

Event description:
It was reported that 2 rods slipped 1 month post-operatively.